Event description:
It was reported that when the programmer's display screen is touched with the stylus touch pen the cursor does not go where it needs to. It was noted that the programmer had been previously calibrated but the situation did not resolve. The programmer was returned for service. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the customer comment that the stylus and the cursor were not aligned, noting that the cursor skipped when the stylus was moved across the screen and therefore the stylus was replaced and calibrated. (B)(4).